Event description:
It was reported that during the replacement, upgrade of the device, the physician was unable to unscrew the vd-coil connection of the lead. The physician opened the connection with surgical pincer without damaging the lead. All the measurements of the lead were checked with the psa; then connected it to the new ICD. Good value of sensing, threshold capture, impedance and hvli impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.